Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. During analysis, a cassette was attached to the device and ran with no issues. The reported issue regarding the no disposable alarm could not be duplicated. Service will recalibrate the upstream sensor and replace the downstream sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received device had no disposable alarm. No patient involvement, incident occurred during testing.